Manufacturer narrative:
Internal report reference number: (B)(4) . B2: adverse event report is being submitted due to customer going to health clinic due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 147 and 165 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer was also comparing results to another device; meter to meter comparison results were not provided. Customer stated she went to a health clinic due to the results on the meter and the difference when compared to another device. During the call, a blood test was performed by the customer am fasting and produced test result of 154 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is 05/25/2024. The meter memory was reviewed for previous test result history (time not set): result 1: 123 mg/dl date: on (B)(6) 2024 , time: 10:12pm fasting , result 2: 147 mg/dl date: on (B)(6) 2024 ,, time: 7:51pm non-fasting, result 3: 165 mg/dl date: on (B)(6) 2024 time: 7:51pm non-fasting, result 4: 162 mg/dl date: on (B)(6) 2024, time: 6:07pm fasting , result 5: 148 mg/dl date: on (B)(6) 2024 , time: 8:58am fasting pm.